Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor's electrode was missing. The customer's blood glucose was unknown at the time of incident. The customer stated that the transmitter was not blinking. The sensor will be returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was retracted inside of the sensor. It could not be confirmed if the sensor was damaged due to the customer returning the sensor opened and used.